Event description:
Patient arrived at clinic on (B)(6) 2024. Examination of equipment noted that the battery clips did not appear to be making smooth contact with the controller. Battery clips replaced.